Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the distal bile duct during a bile duct stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, the balloon ruptured. Reportedly, the distal balloon portion of the catheter was then cut by the customer. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the distal bile duct during a bile duct stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, the balloon ruptured. Reportedly, the distal balloon portion of the catheter was then cut by the customer. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 1074 captures the reportable issue of balloon burst. Visual examination found that only the balloon and a small section of catheter attached to the balloon were returned; the proximal section of the catheter was not returned. The balloon did not show visual defects, it was in good condition, and it was found that the balloon was not burst; however, a cracked section was found on the catheter near the proximal bond of the balloon. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis could not be performed due to the returned condition of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the manner in which the device was handled, the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the balloon and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.